Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The prime process was unable to be performed during the priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. There was no motor error alarm on the device. The insulin pump was received with scratches on the lcd window and cracked battery tube threads were found during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 542 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during a bolus attempt. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.